Event description:
It was reported that during use of the device of a cardiopulmonary bypass procedure, there was electrical noise with the electrocardiogram (ECG) on the perfusion system. The device was not changed out, as the perfusionist (ccp) grounded the temp port on the oxygen reservoir and the noise went away. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(4) 2014: ECG interference (noise) has been reported in the past and a number of papers have been published on the phenomenon. These types of events have been observed with different manufacturers, models and types of roller pumps. Studies have linked the interference to a charge that is created due to friction and displacement of pvc tubing in the roller assembly. This creates a charge and can lead to ECG interference. The interference occurs due to poor quality of the ECG signal due to low humidity in the operating room, dry ECG leads, or issues with ECG leads and/or cables. In many occasions, improving the quality of the ECG signal will decrease the incidence of this interference. Technical support forwarded clinical and technical papers related to the known phenomenon. The procedure was completed successfully without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
User facility's biomedical engineer (biomed) is working with tech support and field svc rep. They sent the biomed articles on how the reported issue can be mitigated. The biomed has replaced the ECG leads.